Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the red activation button would not stay locked in place to activate the blade. There was no consequence to the pt.